Manufacturer narrative:
Maude event report received #mw5043453

Event description:
Additional information received on 08/12/2015. The pump's infusion was expected to run 46 hours. The infusion ended 16 hours earlier than expected.

Manufacturer narrative:
Method: the actual device has been received for analysis. A visual inspection, pressure pot testing, infusion verification and photographic images were taken. Results: the pump was refilled with saline to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 40+ hours of testing, the pump yielded a flow rate of 5.34ml/hr, which is within specifications with a +/-15% tolerance. During pressure pot testing, the flow restrictor met specifications using the average bladder pressure. A fast flow was not observed. Conclusion: the investigation summary concludes that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, the flow restrictor met specifications using the average bladder pressure. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes.

Manufacturer narrative:
Patient code: c50675-no consequence or impact to patient. Device code: c63075-infusion or flow issue. Method code: c91897-actual device not evaluated. Method: the device was reported to be returning for an evaluation and at this time is pending return. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Event description:
Please reference: 2026095-2015-00204/15-00644(b), 2026095-2015-00205/15-00658(a) and 2026095-2015-00206/15-00658(b) fill volume: 241ml, flow rate: 5ml/hr, procedure: chemotherapy. Cathplace: port. Infusion started: (B)(6) 2015 at 1300, infusion ended: (B)(6) 2015 at 1900. It was reported that there were four incidents with four pump's infusions ending sooner than expected. Two incidents occurred with the use of the 270ml pumps. Incident #1 of 2: the patient returned to the clinic to have the pump disconnected earlier than scheduled. No adverse events occurred in connection with the reported incident. Additional information was received on (B)(4) 2015. The patient had a 6th cycle of chemotherapy. The pump is available for return.